Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric intraocular lens (iol) was found to be broken and had an unfolding issue. There was no patient contact. No other information was provided.

Manufacturer narrative:
Corrected data: additional information was received and clarified the reported event. The complaint was incorrectly reported as a deployment problem, and the issue was that the nurse dropped the injector. It was confirmed there was no patient contact. There was no optic or haptic damage. Based on this new information, this event is no longer considered a reportable malfunction and no further information will be provided. Section h6: device code(s): 1069 lens damage and 1255 unfolding issue are no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.